Event description:
The device was used during an unk procedure. Reportedly, the device fired and the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.